Event description:
It was reported that at high kvs the 9900 system c-arm x-ray tube is making a popping noise. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Cleaned the x-ray tube wells and high voltage connectors. The system was tested and found to be working as intended and placed back into service.